Manufacturer narrative:
Device evaluated by MFR.: synergy ii 4.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 12 synergy drug-eluting stent was selected for use. However, it was noted that after flushing the stent, the proximal end of the stent struts appeared to be expanded larger than the rest of the struts.the procedure was completed with a non-boston scientific device. No patient complications were reported and the patient was fine post procedure.

Event description:
It was reported that stent damage occurred. A 4.00 x 12 synergy drug-eluting stent was selected for use. However, it was noted that after flushing the stent, the proximal end of the stent struts appeared to be expanded larger than the rest of the struts. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient was fine post procedure.